Event description:
It was reported that the customer experienced a high blood glucose of 568 mg/dl, which she treated with a manual injection. When she changed the infusion set, the cannula was bent and there was leakage at the insertion site. After changing the set out, she was able to deliver a bolus and there were no leaks. Troubleshooting was performed with the insulin pump. No air or leaks were found and insulin exited the tubing. The high pressure test was performed and passed. It was advised to change the insulin in the reservoir if the problems continued. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.